Event description:
It was reported to medtronic neurosurgery that the device had broken at the 3 way connector. Reportedly, there was no injury to the patient.

Manufacturer narrative:
Only the 3 way stopcock was returned. The injection port arm was observed to be broken off. It is unknown how or when the damage occurred. The device could not be tested for leak and patency due to the damaged condition. There was proteinaceous debris noted on the stopcock. The instructions for use (IFU) that accompanies the device caution that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system¿. Also, the IFU cautions that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ a review of the manufacturing records was not possible as no lot number was provided. (B)(4).